Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 102 mg/dl or higher, compared with the sensor glucose reading of 60 mg/dl. The customer stated that she turned off the sensor feature. She stated that the sensor issue was probably her fault. The customer was unable to determine the proper direction without the interstitial glucose reading, so she opted to turn the sensor back on with the interstitial glucose possibly being out of range. She was advised to follow recommended sensor use procedures and that the sensor would be replaced.